Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an angioplasty procedure. It was reported that the balloon broke/ruptured at 8atm, at the tip, while in the patient and a piece of the tip separated from the device. They tried to retrieve the piece with a snare, but were unsuccessful. A small stent was placed over the fragment so that it would not migrate into the lung. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and inspection of the returned unused device was conducted during the investigation. The complaint device was unable to be returned; however an unused advance 18 lp low profile balloon catheter of the same lot was returned for evaluation. No surface defects or damage was noted to the catheter shaft or balloon. Crow's feet were present. The balloon was able to be inflated to 12atm without rupture. The device met dimensional requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other related complaints for this lot number. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Therefore, based upon the information provided, no product returned; a definitive root cause could not be determined.